Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. According to the reporter, on approximately (B)(6) 2026, while the patient was sleeping, the patient experienced a seizure. During the seizure the continuous glucose monitor (cgm) was displaying a signal loss error. The patient¿s wife called an ambulance and the patient was taken to the hospital. The paramedics treated the patient with an unspecified IV medication and transported the patient to the hospital. At the hospital the sensor was removed and the patient was given an MRI (no results were provided). The patient was discharged 4 days later on (B)(6) 2026. At the time of the report the patient was doing well. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 81 mg/dl. The urgent low alert is fixed at 55 mg/dl with the snooze set to 30 minutes. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. The no readings alert was set to trigger after 20 minutes of continuous sensor error. At 2:22 am on (B)(6) 2026, the patient¿s estimated glucose values reached the low alert threshold and the app delivered a low alert at full volume with an egv of 81 mg/dl. At 2:27 am, the app delivered an urgent low soon alert at full volume with an egv of 77 mg/l. The app delivered two additional urgent low soon alerts at full volume at 2:32 am and 2:37 am with readings of 64 mg/dl and 56 mg/dl, respectively. At 2:42 am, the patient¿s egvs breached the urgent low threshold and the app delivered an urgent low alert at full volume with an egv 52 mg/dl. The patient¿s egvs continued to drop and the app continued to deliver urgent low alerts at full volume every five minutes until the alert was acknowledged at 3:27 am. Then, at 3:32 am, the patient entered a period of sensor error. At 3:47 am, the app delivered a no readings alert at full volume; this alert was acknowledged at 3:51 am. The sensor error continued until 4:12 am, at which point the patient¿s egvs returned with a reading of low (less than 40 mg/dl) and the app delivered an urgent low alert at full volume. This alert was acknowledged immediately. The patient¿s next egv at 4:17 am also read low. From 4:22 am to 4:32 am, the patient again experienced sensor error. At both 4:32 am and 4:37 am, the patient¿s egv read low. At 4:42 am, the app delivered an urgent low alert at full volume with an egv of 47 mg/dl. At 4:47 am, the patient¿s egvs rose above the urgent low alert threshold and the app delivered a low alert at full volume with an egv of 73 mg/dl. From 4:52 am to 5:12 am, the patient experienced another period of sensor error. Low alerts at full volume continued to be delivered during this time at 4:52 am, 4:57 am, and 5:02 am. The low alert was acknowledged at 5:02 am. When the patient¿s egvs returned at 5:12 am, they were back in target range with a reading of 183 mg/dl. The reported complaint is undetermined. No signal loss was observed around the alleged time of the incident as the reporter alleged. Sensor error was identified, but the patient¿s app delivered several audible alerts for low glucose prior to the onset of sensor error. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.